Manufacturer narrative:
It was reported that the ventilator generated technical error codes indicating an open safety valve and a power error related to the expiratory channel printed circuit board (pcb). The service engineer solved the problem by replacing the expiratory channel pcb according to the recommendations in the service manual. The evaluation of received device logs confirms several occurrences of the reported technical error codes, the first time on november 18, 2020, four months before the reported date of event. The date of event will be update accordingly. The failure with an open safety valve occurred three times and always immediately after the power error. A visual inspection of the returned control pcb showed no anomalies. The expiratory channel pcb was installed in the reference ventilator. Three pre-use checks passed and simulated use test ventilation ran for six days without any deficiency noted. If the fault condition is active, the power error will be noticed during start-up. The error code for an open safety valve may indicate stop of ventilation. The conclusion is that the reported problem could be confirmed in received device logs but could not be reproduced during the investigation. No permanent fault was found.

Event description:
Manufacturer's ref #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).